Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with trauma requiring long term prophylaxis against pulmonary embolism was scheduled for placement of a vena cava filter. The right common iliac vein was catheterized by percutaneous micropuncture seldinger technique and a venogram demonstrated the inferior vena cava to be of normal size and configuration without evidence of intraluminal thrombus. The filter was then placed in an infrarenal position. The patient tolerated the procedure well and left the procedure area in stable condition. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Expiry date: 04/2008; manufacturing date: 04/2005. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and nine months post filter deployment, a computed tomography (CT) scan of abdomen and pelvis with contrast was performed which showed inferior vena cava filter was positioned with the superior tip 2 - 7 cm caudal to the left renal artery and 3 - 7 cm caudal to the right renal artery. In the coronal projection, the filter was aligned parallel with inferior vena cava axis with 0 degrees of angulation in coronal projection and the filter tip was angled 12-degree posterior from the axis of the inferior vena cava in the sagittal plane,. It was also seen that 1 filter arm projects for length of about 1.1 cm beyond the left wall of the inferior vena cava abutting the medial wall of the aorta and the right anterolateral filter arm projects 5 mm beyond the wall of the inferior vena cava. 2 left anterolateral filter arms project 5 mm and 3 mm beyond the caval wall. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. D4(expiry date: 04/2008). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident . At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.